Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2002 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Event description:
A representative later reported that the patient was fine and the issues they were having were related to their condition (severe torticollis and the fact that she was 80). The doctor reportedly stated that it was not an overdose situation at all, and the patient was back to their original dose with no problems.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an on call physician in neuro ICU reported a patient in her care was presenting symptoms of overdose, and requested a manufacture representative to interrogate the pump to rule out any issues. The pump was read and the representative did not see any error/alarms/alerts or any motor stalls or any alarming high dose/concentration. The patient¿s pump managing physician was contacted who ordered the pump daily dose be taken down 10% as a precaution. The daily dose was taken down 10% as ordered by the pump managing physician via phone and updated by the rn. The pump was used to deliver morphine and bupivacaine. Additional information has been requested, but had not been received as of the date of this report.